Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implanted: (B)(6) 2015; rv02, lead, implanted: unknown.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited no capture. The lv lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead had been reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.